Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The reported event of backup operation was confirmed. The device was received in backup mode which was discovered during the implant procedure caused by an undetermined source. After re-loading the product code normally, the device was tested under electrical and mechanical conditions and test results indicated the device exhibited normal functionality. The pacer was monitored under load for several days and interrogation results were normal. Despite extensive efforts to trigger backup condition, it could not be reproduced. Longevity assessment was performed and found normal.

Event description:
It was reported that the patient's pacemaker went into back up mode during initial implant procedure. The device was not used, and a new pacemaker was implanted. No additional information was reported.